Event description:
On (B)(6) 2012, the reporter contacted animas stating that there were air bubbles in the cartridge and the patient experienced a blood glucose (bg) value of 540mg/dl with no symptoms. The patient reportedly was treated via correction injection. It was noted that room temperature insulin was not used. Customer support (cs) reviewed the reporter's technique. Use error contributed to reported event based on the following reasons: the insulin vial was incorrectly pressurized and the insulin being used was not at room temperature. Cs advised the reporter to use room temperature insulin prior to filling the cartridge. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.